Event description:
It was reported that the patient presented with palpitations in the emergency room with the device in backup vvi. A device download was performed successfully. The patient was stable afterward.